Event description:
A surgeon reported over the last 2 weeks, he has had several patients who developed postoperative inflammation one day following surgery. The doctor reported he thinks these are cases of toxic anterior segment syndrome (tass). Additional information was requested. The surgeon reported the facility is still searching for the cause of these events and this product (an unspecified viscoelastic product) is only one link in the chain of their investigation. No patient identifiers, treatments or outcomes have been provided at this time. The cause of these events has not been identified.

Manufacturer narrative:
The complaint devices associated with this report have not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.